Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier wouldn't clip. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while the surgeon was attempting to clamp the vessel or the tissue bundle. The issue was related to unsuccessful clip application. The clip was used once when the incident occurred. The site opened another clip applier. There are no photos or videos for isi review.